Event description:
Customer reported receiving a motor error alarm during priming and a no delivery alarm on their insulin pump. Customer's current blood glucose reading is 118 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No excessive no delivery alarms or motor error alarms were noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.